Event description:
It was reported that the patient had a necrotic area under the cheek pad of the anchorfast device after having been in use with a "prone device" in the prone position. It is not known how long the patient was in the prone position. The edge of the opening of the prone device was noted to be on the anchorfast cheek pad. The nurse stated that the patient's medical condition made her susceptible to skin breakdown and she had skin break down present on the other parts of her body as well. The necrotic area was an unstageable, deep tissue injury with eschar and slough. A plastics consult and surgical debridement were recommended if she survives her medical condition.

Manufacturer narrative:
It is unknown how long the patient was in the prone position with the "prone device" against the anchorfast cheekpad. The nurse stated he was not sure the anchorfast device contributed to the necrosis. There was no indication of any product problem.